Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise with isometrics, oversensing and pacing inhibition with asystole less than 2 seconds. The right ventricular (rv) lead exhibited high pacing impedances greater than 2000 ohms. This rv was successfully replaced. No additional adverse patient effects were reported.